Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while the user was hospitalized for a reason unrelated to glucose control, hospital staff removed the ilet by ripping the infusion set tubing rather than disconnecting it, which broke the infusion set connector and made cartridge removal difficult; and the cartridge was subsequently removed using tweezers without apparent damage. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention related to the device. Investigation included user troubleshooting with guided cartridge removal and visual inspection via user-provided photos. Investigation of this case revealed an infusion set connection issue due to improper handling by non-user personnel, with no device performance failure observed after successful cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was user or third-party handling error external to the device.